Manufacturer narrative:
IFU was reviewed and it includes hypotony as known complication and adverse reaction. Dr. Reported the implanted valve was not functioning. The valve primed just fine; however, the doctor couldn't keep the pressure in the eye and no fluid was leaking from any other part of the eye. She closed the eye and ac filled with ovd in hopes that the valve would start functioning post-operatively but it did not. Post-op pressure was zero and a multitude of other issues caused by the hypotony. Dr. (B)(6) reoperated on (B)(6) 2018 and had to leave the valve in the eye, but she tied it off and ligated it. The patient is a (B)(6) male with a previous history of a corneal transplant. The valve was not explanted and it is not available for evaluation.

Event description:
Valve was not functioning when implanted. Hypotony.